Event description:
During service, the device powered on by itself after it was plugged in. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.